Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The customer reported problem was confirmed and the root cause was identified as a loose cap due to operator oversight. Awareness training was performed as a corrective action. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The customer reported to a baxter representative a condition of an intermate disposable solution delivery system that was alleged with a loose blue luer cap - the luer cap was reported to be loose within the packaging. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This is report #6 of 6 involving this condition. No additional information is available.